Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. The unit was received with the protective film covering the lcd window. There were splotches on this film, but once it was peeled off the lcd window looked brand new without any scratches. The unit was also received with a battery cap inserted into the reservoir compartment. The contacts were properly attached, and the weld spots holding the metal contact in place were still intact. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. Did not note any excessive fluid leaking during or after fill tubing was conducted in the occlusion test. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related alerts/alarms occurred around the event date: 100=bolus not delivered occurred on 04/08/2023 @ 13:23:42. The adapt tool does not list any 61-stuck button alerts nor does it list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. In summary, the customer¿s report that the keypad buttons needed to be pressed harder, insulin dripping out, plus scratches on the lcd window all were not confirmed but that of scratches on the case was confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a rewind anomaly. Troubleshooting was not performed. The customer received re-priming alerts, scratches on the screen, and buttons were harder to press buttons. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.